Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has felt pinching on their kidney. This issue has been going on for about a year. The patient had been putting getting an x-ray off because of dental work. The patient stated that the lead needs to come out. The system doesn't help the area where all pain is, but now there is additional pain in the kidney. It feels like a pinch and when the patient leans the pinch is worse. The patient went to a surgeon and the patient is having the neurostimulator removed on (B)(6) 2016. An x-ray on the system looks okay, but the system does not alleviate the pain.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), product type: lead.

Event description:
Information received from a patient reported that their implantable neurostimulator (ins) was on the left side of their hip and the device treats the pain on the right side of their hip. The patient reported that they felt a pinching over their left kidney and believed that a wire came undone. The patient stated that it gave her an ¿ouch pain¿ and if they lean back against the car seat it would hurt. It was reported that on (B)(6) 2015 the patient was going 70mph and hit a deer, totaling their car. The patient reported that the accident gave them some whip lash in the neck. It was noted that the patient¿s issues had issues all year; the patient stated it could be in (B)(6) 2016 or ¿maybe a little before that.¿ the patient is to follow up with their healthcare provider (hcp). Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.